Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited a missing adhesive of the objective lens and a detached bending section. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified for the malfunctions. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to failure of the adhesive around the objective lens, and failure of the bending section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.